Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal prolapse. It was reported that the patient had the concurrent procedures of a bilateral sacral spinous fixation, cystoscopy with calibration performed during mesh implantation. It was reported that following insertion the patient experienced bleeding/spotting; urinary incontinence; pain and pressure in vagina radiating to back; cystocele; uterovaginal prolapsed; and mesh erosion. It was reported that patient underwent mesh removal on (B)(6) 2008 and on (B)(6) 2011 for bleeding and mesh erosion. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and ivs tunneller were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.